Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the battery compartment was cracked. It was reported that the reservoir would not stay in place. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. Device was received with missing reservoir tube o'ring, cracked battery tube threads, minor scratched display window, damage keypad texture damage and scratched case.